Manufacturer narrative:
After battery installation, the device powered up with a frozen screen image of the medtronic logo due to signs of previous moisture presence and corrosion on the keypad flex cable connector and terminal. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the frozen display. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error image on the insulin pump screen. The customer¿s blood glucose level was 5.2 mmol/l. The customer stated that the insulin pump had unspecified pump error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.